Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that a leakage was observed during a chemotherapy infusion with taxol. No additional information provided. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.

Event description:
The leakage was identified on the ¿cassette¿ of the tubing, about 10 minutes after the beginning of infusion.